Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 1 month and 19 days after the dental implant was installed in intraoral region 15#, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity.